Manufacturer narrative:
Event date corrected (B)(6) 2017. Init reporter sent to FDA corrected from ni to yes. (B)(4).

Event description:
It was further reported that the event was reported via facility medwatch # (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that removal difficulties and shaft break occurred. The 80% stenosed , eccentric target lesion contained a 180 degree bend and was located in the non-tortuous and moderately calcified left main coronary artery. After performing intravascular ultrasound and pre-dilation with a balloon catheter, a 12 x 4.50mm rebel stent was implanted into the lesion. However, after fully deflating the balloon, the balloon could not be removed from the stent. The physician inflated and deflated the balloon several times at different atmospheres but the balloon was still stuck and unable to be removed. The physician the attempted to utilize a guideliner to pass over the balloon and attempted to snare out the balloon but all attempts were unsuccessful. The delivery system was again pulled in an attempt to remove the device; moreover, the shaft broke about 5 cm from the balloon. The patient was then sent to surgery for bypass of the lad and left circumflex artery, and the device was successfully removed. No patient complications were reported and the patient is now recovering in intensive care unit.